Event description:
Rv lead went high output prior to eri, last in office check threshold was 1.5 at 0.4, and current measurement was 1.75v@1.0ms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).